Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. System check was started with tandem technical support (tts), however, customer declined to complete the check. Reportedly the customer was using humulin insulin. Tandem clinical support informed customer that humulin is off-label per the user guide. As a corrective action, the customer changed pump supplies accordingly and resumed insulin therapy.